Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "patient is a (B)(6) year old male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2012. Two years later, the patient presented with a pseudoaneurysm and rupture of the proximal anastomosis requiring aortic valve/root and aortic arch replacement."